Event description:
Rptr noted that during phacoemulsification, the system modes changed without activation, vacuum increased and posterior capsule tear occurred; brought pt back the next day for an anterior vitrectomy.